Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. The patient does not have any pre-existing conditions or comorbidities in addition to the aaa. The patient's vessels were not calcified or tortuous. A competitor's graft with the competitor's 28 limb on the right, a coil, and cover left hypo on left were implanted during the previous evar procedure. The competitor's 28 limb on the right had the 1b endoleak. There were no adverse effects resulting from the covering of the hypogastric artery. Physician reported "patient doing great".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg? No device return to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was deployed inaccurately. During an endovascular abdominal aortic aneurysm repair procedure, the hypogastric artery (internal iliac artery) was inadvertently covered at the end of the case by deploying the bridging limb too low, past the maximum overlap gold mark. As reported, the "patient is doing fine". It was noted that the graft was not altered in any way prior to implant. A cook representative was present for the procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.